Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the cause of the patient death occurring 21 months post- endoanchor implant could not be determined. Additional films post-implant were not available for review. Per investigator's documented assessment the relationship of the death to the procedure or device is unknown.

Event description:
It was reported that 18 aptus endoanchors were implanted into another manufacturer¿s stent graft. The patient expired and the cause is unknown. The investigator indicated that the relationship of the death to the procedure or device is unknown. No additional clinical sequelae were reported.